Manufacturer narrative:
H10: additional manufacturer narrative updated d4, h4, and h6 per new information received the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10:  additional manufacturer narrative.  Updated h6 per new information received.

Manufacturer narrative:
Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the edwards intuity valve. These aortic injuries are life-threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. Intervention to repair an aortic injury or subsequent death would be reportable if there is evidence or an allegation the use or misuse of the edwards intuity valve caused or contributed to the event. Such events could be related to improper seating at the time of device implant and/or oversizing of the edwards intuity valve. In this case, the implant of an intuity elite valve was associated with the development of an aortomitral hematoma. The device was not returned for evaluation, as it is unavailable for return. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm aortic valve was explanted on pod # 0 due to an aortomitral hematoma. As reported the only way to get to the haematoma safely was to remove the valve. Another 25mm valve was implanted in replacement. The patient was noted to be recovering.